Event description:
It was reported that a patient presented remotely via (B)(6).net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited post-paced t-wave over-sensing. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.

Manufacturer narrative:
Further information was requested, but not received.